Event description:
It was reported that right ventricular (rv) lead was capped and abandoned due suspected pseudofracture as the lead presented impedance issues with high pace greater than 2000 ohms, high pacing thresholds, and loss of capture with no asystole. The lead was replaced successfully. No additional adverse patient effects were reported.